Manufacturer narrative:
(B)(4). The device was investigated, and the reported clip cover issue was not confirmed during the returned device analysis and no issues were found during testing. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed a definitive cause for the reported clip cover issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip cover issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip delivery system (cds) was advanced through the steerable guide catheter (sgc), without incident, into the left atrium. On the echocardiogram, something was flicking off the cds. The complete cds was removed from the anatomy, without issue, and the clip cover appeared to be loose and falling apart. Another cds was used to complete the procedure. Mr was reduced to grade 1 with one mitraclip. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.